Event description:
It was reported there was an over fusion of magnesium. The volume to be infused was 59ml to infuse over three (3) hours; however, per report "the mini-bag (secondary) was empty", it was alleged that 5 grams infused faster than what was programmed into the pump". There was patient involvement, but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over fusion of magnesium. The volume to be infused was 59ml to infuse over three (3) hours; however, per report "the mini-bag (secondary) was empty", it was alleged that 5 grams infused faster than what was programmed into the pump". There was patient involvement, but no harm. A report was received from health canada's canada vigilance program which states, "magnesium 5 grams infused faster than programmed into pump. Volume tba = 59 ml; however, mini-bag (secondary) is empty. Should have infused over 3 hours time."

Manufacturer narrative:
Omit:c20 - no findings available and d15 - cause not established. Correction: short description, describe event or problem. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the customer complaint of magnesium over infusion was not confirmed through the log only investigation. A review of the suspect pump module error log showed no anomalies related to the reported complaint. A review of the pcu event logs showed that on 07oct2024 at 7:22:17 am the suspect pump module was selected for programming; magnesium (allegedly, drugid=556); rate=10.44 ml; volume to be infused (vtbi)=80; patient weight=87 kg; drug amount=5 mg; dose=0.1 mg/kg/minute. No entries were identified for the reported rate and volume to be infused (vtbi) in the pcu or pump module event logs. At 7:45:10 am unit alarmed patient side occlusion. At 10:51:54 am the unit was paused. At 11:55:40 am the unit was channeled off. Primary volume infused (pvi)=32.781 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pcu event log could not determine why the infusion of magnesium that was programmed to infuse for approximately 7.5 hours was terminated early after only infusing for approximately 4.5 hours. Inspection and testing could not be performed due to the devices not being returned for investigation. It is possible that there was a back check valve failure with the primary administration set, however, this issue could not be investigated further because the requested incident administration set was not provided by the facility for investigation. The bd alaris system user manual states the following warnings for secondary infusions: secondary applications require the use of a check valve or clamp on the primary IV line to prevent backflow of secondary medication into the primary line. The secondary infusion set must be primed prior to beginning the secondary infusion. The secondary solution container must be higher than the primary solution container. When programming a secondary piggyback infusion, confirm that the programmed secondary vtbi matches the actual volume of the bag (including any additives or overfill). This ensures that the entire secondary volume infuses at the correct rate. The clamp on the secondary infusion set must be opened. If the clamp is closed, the fluid is delivered from the primary container. ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue of an over infusion of magnesium was not identified during the investigation. Review of the device logs alone could not demonstrate probable cause for the reported complaint; the log recordings indicated the infusion was programmed as a primary infusion not a secondary infusion as reported.